Event description:
It was reported that the user had stopped hearing with the device at the end of (B)(6) 2020 after a trauma occurred and channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had stopped hearing with the device at the end of (B)(6) 2020 after a trauma occurred and channels with abnormal impedances were found. The user was re-implanted.